Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found to have the c-33/c-30/m-11 errors. The logs were reviewed confirming the fault occurred in the field. Visual inspection showed the cover has scratches at top. Generator unit that was placed on a system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause for this case was attributed to the high measurement value for hf voltage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed the technical support engineer (tse) that they encountered repeated errors c_34 and c-0 while activating monopolar energy from the generator. The tse reviewed the system error logs and confirmed the errors. Prior to calling, the site had replaced the monopolar energy cable and the monopolar curved scissors instrument and performed a power cycle on the generator but the issue persisted. The site rebooted, but the issue remained. The site continued with the procedure using only the generator bipolar energy function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the user replaced the generator with a third-party force triad generator and continued and completed the procedure robotically as planned.